Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ based on the results of the investigation, it is believed that ether fatigue or applied stress caused the reported event to occur. The connecting tube was unable to be connected as the connector loosened and came apart. The loosened connector could have been caused by component failure from age deterioration or from applied stress toward the loosening direction, causing the seal to fail. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
As noted, this event was discovered during maintenance by the fse. After discovering the issue, the fse replaced the parts and confirmed operational use using a checklist. The device passed the functional tests, and was ready for use. At this time, the subject device is not scheduled for return. However, should additional information be provided prior to the investigation conclusion, a supplemental report will be provided.

Event description:
During maintenance of the olympus endoscope reprocessor, a field service engineer (fse) noted that one of the yellow connectors was broken and the basin level sensor cover was cracked. This event did not have any patient involvement.